Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
The caller alleged a discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 3.3, laboratory inr: 2.6. Therapeutic range: 3.0 - 3.5. The testing was performed at the same time. There was no reported adverse patient sequela. There was no additional information provided.